Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic region pain/ severe persistent pelvic pain") in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (date of deliveries: (B)(6) 1993, (B)(6) 1997.), miscarriage, bell's palsy (for a couple months after the birth in 1997), sexual problem and menopausal disorder. Concurrent conditions included body mass index normal, mood disorder, paratubal cyst and insomnia. Concomitant products included alprazolam (xanax) since 2013, atorvastatin since 2014, carisoprodol (soma) since 2015, cyclobenzaprine hydrochloride (amrix), famotidine, oxycodone, retinol and rivaroxaban (xarelto). In 2005, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hot flashes since device was placed"), urinary tract infection ("years of utis /infection (bladder/urinary tract/vaginal) type: frequent utis"), vulvovaginal mycotic infection ("years of yeast infections"), back pain ("pain: lower back") and arthralgia ("pain: right hip pain"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pollakiuria ("urinary problems or changes: urinary frequency"), tooth disorder ("dental problems / dental issues"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash ("rashes"), urticaria ("hives"), gastrooesophageal reflux disease ("gerd (gastroesophageal disease)") and abdominal pain lower ("pain: abdominal cramping") and was found to have weight increased ("weight gain"). In 2007, the patient experienced psoriasis ("psoriasis") and the first episode of blindness ("vision loss"). In (B)(6) 2007, the patient underwent cholecystectomy ("cholecystectomy"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), deep vein thrombosis ("dvt (deep vein thrombosis)"), cholecystitis ("cholecystitis") and the second episode of blindness ("vision loss") and was found to have coagulation factor v level abnormal ("factor v"). The patient was treated with surgery (she underwent bilateral salpingectomy and microsection). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, weight increased, hypersensitivity, psoriasis, coagulation factor v level abnormal, alopecia, vulvovaginal mycotic infection, migraine, nausea, rash, urticaria, back pain, arthralgia and abdominal pain lower was resolving, the menorrhagia, bladder disorder, dysmenorrhoea, cholecystitis, cholecystectomy, urinary tract infection, headache and the last episode of blindness outcome was unknown, the pollakiuria and gastrooesophageal reflux disease had resolved and the deep vein thrombosis, tooth disorder, fatigue and hot flush had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cholecystectomy, cholecystitis, coagulation factor v level abnormal, deep vein thrombosis, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, hot flush, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, psoriasis, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of blindness and the second episode of blindness to be related to essure (ess205). The reporter commented: current weight 120 lbs. Approximate weight at the time of essure placement 104 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs & mr received. Reporter's information, ethnicity was added. Updated outcome of events:lower back pain, hip pain, rash, gerd(from unknown to recovering/resolving), updated onset date of events. Lab data were added. Concomitant condition, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic region pain") in a (B)(6) -year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of deliveries: (B)(6) 1993, (B)(6) 1997), miscarriage and bell's palsy (for a couple months after the birth in 1997). Concurrent conditions included body mass index normal. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), hot flush ("hot flashes since device was placed"), migraine ("migraines"), nausea ("nausea"), gastrooesophageal reflux disease ("gerd (gastroesophageal disease)"), back pain ("pain: lower back"), arthralgia ("pain: right hip pain"), the first episode of blindness ("vision loss") and abdominal pain lower ("pain: abdominal cramping"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), psoriasis ("psoriasis"), coagulation factor v level abnormal ("factor v"), bladder disorder ("bladder problems or changes"), pollakiuria ("urinary problems or changes: urinary frequency"), deep vein thrombosis ("dvt (deep vein thrombosis)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), cholecystitis ("cholecystitis"), cholecystectomy ("cholecystectomy"), urinary tract infection ("years of utis"), fungal infection ("years of yeast infections"), headache ("headaches"), rash ("rashes"), urticaria ("hives") and the second episode of blindness ("vision loss"). The patient was treated with surgery (she underwent bilateral salpingectomy and microsection). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, weight increased, hypersensitivity, psoriasis, coagulation factor v level abnormal, pollakiuria, fungal infection, migraine, nausea, urticaria and abdominal pain lower was resolving, the menorrhagia, bladder disorder, dysmenorrhoea, cholecystitis, cholecystectomy, urinary tract infection, headache, rash, the last episode of blindness, gastrooesophageal reflux disease and back pain outcome was unknown and the deep vein thrombosis, tooth disorder, fatigue, alopecia, hot flush and arthralgia had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cholecystectomy, cholecystitis, coagulation factor v level abnormal, deep vein thrombosis, dysmenorrhoea, fatigue, fungal infection, gastrooesophageal reflux disease, headache, hot flush, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, psoriasis, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, weight increased, the first episode of blindness and the second episode of blindness to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. On (B)(6) 2005, hysterosalpingogram: the coils were in good position and no contrast spillage was noted in the fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: the case was upgraded in the incident category. Reporter information was updated. This case concerns (B)(6) year old patient. Her demographics was updated. Her historical and concurrent conditions were added. Lab data was added. Essure insertion and removal date was update. Event: severe injuries was updated to events: pelvic region pain , abnormal bleeding (vaginal/menorrhagia), allergic or hypersensitivity reaction, psoriasis, factor 5, bladder problems or changes, urinary problems or changes (urinary frequency), dvt (deep vein thrombosis), dental problems, dysmenorrhea (cramping), fatigue, gerd, cholecystitis, and cholecystectomy, hair loss, hot flashes since device was placed, years of utis (urinary tract infection) and yeast infections, migraines / headaches, nausea, pain(lower back/right hip pain/abdominal cramping), psoriasis, rashes, hives, vision loss, weight gain. Events outcomes were added. The reporter assessed aforementioned events were related to essure. On 27-feb-2018: no new clinical significant information. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.